Event description:
It was reported that the patient¿s ipg did not communicate with external device following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that therapy has been restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.